Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported the infusion tubing ripped away from the connector when it was "snagged" at work. This occurred 2 days ago. Pt changes the infusion needle and tubing every 3 days, and the adapter is 1 month old. Pt was advised on manufacturer recommendations for the infusion set. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Pt was unable to provide the infusion set lot number or expiration date. Infusion set was discarded and will not be returned for evaluation.